Event description:
The failure investigation engineer reported that during review of the diagnostic report (drpt) found that the unit alarmed with primary alarm failed occurrence. The failure investigation engineer reported there was no patient involvement.